Event description:
Stent deployed in superior mesenteric artery (sma). Post stent deployment the balloon could not be removed through the sheath. The sheath and balloon had to be removed together.

Manufacturer narrative:
We are awaiting the return of the device for investigation and will submit the follow-up report once the evaluation is completed.